Manufacturer narrative:
The customer tightened the reagent syringe and no further leaking was observed. A quality control (qc) run was performed and all recoveries were in range. Service was not dispatched for this event as the customer corrected the issue. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a contained leak coming from the reagent syringe in the unicel dxc 800 pro synchron chemistry analyzer. During a quality control run, customer received the following instrument error message stating "cartridge chemistry (cc) cuvette not dry". Upon troubleshooting the error message, the customer discovered that the reagent syringe was loose where it is attached to the three way valve causing the leak. The customer indicated that no maintenance was performed prior to the syringe being loose. The customer also found a few drops of fluid on the reaction wheel cover. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence and during troubleshooting. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.